Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. Patient information is unknown. It was reported to boston scientific corporation that during a ureteral dilation procedure, the balloon of a uromax ultra balloon catheter ruptured during inflation. The physician was able to complete the procedure with another uromax ultra balloon catheter. The patient's condition was reported to be fine.

Manufacturer narrative:
A shaft kink was visible directly below the strain relief. The most probable root cause of this damage is as a result of handling during the clinical procedure. The unit was attached to an encore inflation device and an attempt was made to inflate to its rated burst pressure however a pinhole was visible at the proximal edge of the distal marker band. Microscopic examination of the marker band found no anomalies. From the information available, this device was used in accordance with the directions for use for this product.